Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6005585 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the nurse was preparing a 1 mg/ml morphine cassette and during bolus activation, solution leakage was observed through the cassette tubing. The nurse clarified that the area had not been clamped. There is unknown patient involvement. No patient harm/adverse event was reported.